Event description:
According to the reporter, during an open reduction internal fixation (orif) of phalanx of the hand procedure, the tip of the depth gauge snapped off while the surgeon was measuring. The broken fragment was retrieved. Surgeon used another depth gauge to complete the procedure with no further problems and no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. New information was received (B)(4) 2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The product development evaluation stated that the needle was received broken off where it threads into the slider. The thread on the piece protruding from the slider is deformed and bent to one and the tip with the hook is bent backwards. All components of the device are present except the protection sleeve which was not returned. The thickness of the probe is driven by the fact that the needle must fit into a drilled hole, and the length is determined so the slider can measure screws up to 40 mm. The material of the probe is extra hard 316ss, which is an appropriate material for an instrument of this type. The returned device was manufactured in february 2010 and its 2 years old. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was not returned with this instrument and it cannot be determined if it was used as recommended. Based on the deformation noted on the thread above the fracture face, the needle was bent significantly to the side which resulted in the noted breakage. The location of the break on the needle shaft is contained within the nose piece when the device is assembled. Therefore, the bending and breakage must have happened when the device was disassembled. It is concluded that the design is adequate for the intended use. Therefore, this evaluation found that there is nothing to indicate a design issue and this complaint is invalid.

Event description:
This report is 1 of 1 for complaint number (B)(4).